Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that lens trailing haptic was not engaged and there will be a possibility that it will snap once inserted. No patient contact with the lens. Additional information has received and it states that no patient impact was reported and surgery able to be completed with different lens.